Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient had an operation with left femur proximal femoral nail anti-rotation (pfna) and left wrist open reduction and internal fixation. After the procedure, the spike of protection sleeve was discovered broken cssd (central sterile service department). (B)(4).

Manufacturer narrative:
Product investigation summary: the returned protection sleeve (part 356.818) shows various heavy damages. The spike on the tip was bent inwards and the inside diameter of this area shows stress marks caused from unknown handling. There is metal galling on the major inside diameter near the displaced/missing material. The outside of the head side shows marks of an unknown instrument, most likely forceps. The inside diameter is deformed and shows heavy marks at the run-in of the bore. All described nonconformities/damages are not related to the manufacturing process, but likely caused by mechanical overloading. The device was in service for several years. Due to the damage and the present wear on the device, the complaint relevant dimensions could not be checked for dimensional accuracy against the valid manufacturing specifications. The instrument was manufactured with a lot size of (B)(4) pieces in july, 2012. A manufacturing conclusion cannot be presented due to the condition of the product. Visually, there does not appear to be an issue other than the damage sustained by mechanical overloading. The complaint is deemed indeterminate from a manufacturing standpoint. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 02 july 2012, 356.818 / lot: 7914076. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.